Event description:
The product was used during a low anterior resection procedure. Reportedly, the lever could not be squeezed. The surgeon resected the purstring line and the staple line and manually sutured to complete the procedure. The pt's status is satisfactory.